Event description:
It was reported that during a laparoscopic cholecystectomy, while inserting an instrument into the port, a small white plastic device part or parts fell into the abdomen. The parts were removed with a grasper. The top of the device did not dislodge and was secure. Another identical device was used to complete the procedure. There was no pt injury. Additional information was requested, but no additional information was provided.

Manufacturer narrative:
Final device investigation found that the device was returned with a photograph of a piece of white plastic inside the pt's abdomen. Upon eval it was found that the white seal ring was broken apart causing the black seal to be out of place. The device was pressure tested and showed signs of leaking when a test obturator was inserted into the sleeve. The device history record was reviewed and there were no related discrepancies were noted.